Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012702011); product type: 0195-heart valves; implant date: na; explant date: na; product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, in a patient with peripheral arterial obstructive disease (paod) and tortuous, calcified supra-aortic anatomy, the delivery catheter system (dcs) had difficulty advancing through both the right and left femoral arteries, despite repeated pre-implant balloon aortic valvuloplastys (bavs) and the use of a peripheral balloon. Subsequently, during one of the advancement attempts through the left femoral artery, an arterial laceration occurred. Two stents were placed; however, angiographic imaging revealed bleeding. The patient was then administered vasopressor medication and was reported to be stable.

Manufacturer narrative:
Image review: no intraprocedural fluoroscopic images were provided for review, however, the patient¿s executive summary was provided for anatomical review. The patient had a significantly calcified aortic valve with an annulus perimeter measuring 75.2mm with a perimeter derived diameter of 23.9mm suggesting a 29mm valve. There was protruding calcification in the aortic annulus extending to the left ventricular outflow track and significant leaflet calcification. The computed tomography measurements showed bilateral iliofemoral arteries with minimum diameters <(><<)> 5mm and significantly calcified. As stated in the instructions for use (IFU), patients must present with transarterial access vessels with diameters that are =5.0 mm when using the device. In this case, bilateral transfemoral access was prohibited. However, it was reported that bilateral transfemoral access was attempted for the valve implant procedure which resulted in vascular complications. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the laceration was caused by poor vascular access.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, in a patient with peripheral arterial obstructive disease (paod) and tortuous, calcified supra-aortic anatomy, the delivery catheter system (dcs) had difficulty advancing through both the right and left femoral arteries, despite repeated pre-implant balloon dilations and the use of a peripheral balloon. Subsequently, during one of the advancement attempts through the left femoral artery, an arterial laceration occurred. Two stents were placed; however, angiographic imaging revealed bleeding. The patient was then administered vasopressor medication and was reported to be stable. Additional information was received that the minimum diameter of the access vessel was 4.5/5 mm. The injury occurred during insertion and advancement. Per the physician, the cause of the injury was calcium in access area and limited access, but the dcs and guidewire did not contribute to the injury.

Manufacturer narrative:
Updated: a1, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.